Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and air bubbles were observed within the infusion set tubing. A supply change was performed to address the issue. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. No failure related to the reported issues were identified. No cartridge was returned for the occlusion investigation.